Manufacturer narrative:
(B)(4). The device history record could not be reviewed as the lot number is unknown. No additional information is available at this time.

Event description:
Fitzgerald o'connor e, rozen wm, chowdhry m, patel ng, chow wt, griffiths m, ramakrishnan vv. The microvascular anastomotic coupler for venous anastomoses in free flap breast reconstruction improves outcomes. Gland surg 2015. Doi: 10.3978/j.issn.2227-684x.2015.05.14 retrospective study of 319 microsurgical breast reconstructions at the (B)(6) from (B)(6) 2009 to (B)(6) 2014 wherein a synovis gem coupler was used to anastomose the vein. There were two main outcome measures investigated: anastomotic time and clinical anastomotic failures. The overall coupler anastomosis failure rate, and eventual flap loss, is 1.4% (n=4). The authors conclude that the anastomotic coupler for venous anastomosis in free flap surgery is associated with reduced operating times, reduced take-backs to theatre and cost benefits.